Manufacturer narrative:
(B)(4). This complaint was confirmed for damage, finding the device's occluder feet being broken. However, a root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter that the patient noticed some cracks on the twist switch of the mincap transfer set during use.the patient had replaced a new pd transfer set on (B)(6) 2011. There was patient involvement but no paitent injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The lot number is unknown. Since the lot number is unknown, no batch review will be performed.a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.